Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device become available, a follow-up report wil then be issued.

Event description:
Alleges driving scooter when the front wheel lifted up and he lost balance, falling down over to his left side.

Manufacturer narrative:
The provider replaced the device with a four (4) wheel version. The consumer is satisfied. The device in question was scrapped in the field as this device is located in argentina.

Event description:
Alleges driving scooter when the front wheel lifted up and he lost balance, falling down over to his left side.